Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump display was scratched. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings:evaluation revealed that there are multiple scratches on the lens film.